Event description:
Customer reported a past high blood glucose event, with the specific value unknown other than being displayed as "high." To resolve the high blood glucose, the customer changed the infusion set and cartridge. Cts recommended the caller consult with a healthcare professional to discuss potential factors affecting their blood glucose levels, which the caller understood and acknowledged.